Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed to power on and emitted a popping sound. The issue was found after an unspecified diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure of the device failed to power on was confirmed. The additional failure of the device emitted a popping sound was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in power supply unit, the power cannot be turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.